Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device: location of device: not specified/ migration of essure device: location of device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, sciatica, d & c, pain in hip, tingling and tubal ligation. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) and medroxyprogesterone acetate (depo provera) for birth control. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder infection)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, cystitis, device dislocation, dysmenorrhoea, menorrhagia, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2014 (as per mr) and as per mr in (B)(6) 2014 it was mentioned that a single view of the pelvis was obtained preliminary for hysterosalpingogram and findings were provided as a single essure fallopian occluding devices noted on the patient's left. No right-sided device demonstrated. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: malposition of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and mr was received- previously reported event ¿injury¿ was updated to ¿malposition of essure device: location of device: not specified¿, new events:¿ abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder), infection (urinary tract), infection (vaginal), dysmenorrhea (cramping), vaginal discharge, bladder problems or changes, urinary problems or changes¿, lab data, medical history, reporter added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.